Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to high blood glucose (bg) levels. The customer was treated with insulin and fluids. No additional information was provided during the time of the report. Although requested, additional information was not provided.